Manufacturer narrative:
Testing and investigation found the device battery was swollen. This was due to a battery with a loss of charging capacity. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process. For high internal battery temperatures, the effects may result in deterioration of service life. The battery was labeled with date code (B)(4). The gel electrolyte was formed in (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device does not register cumulative volume. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen.